Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test.no excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. The customer reported having tried different infusion set, reservoirs and cannula lengths to no avail. The customer also reported that the insulin was not expired. The customer also reported rotating infusion sites. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.